Event description:
It was noted in a pt's clinic notes dated (B)(6) 2010 that the pt had been diagnosed with obstructive sleep apnea. The notes indicated that the "onset was years ago". Also, the pt's mother felt the vns had not benefitted him, so the vns was consequently disabled and a sleep study was scheduled. The pt's settings as of (B)(6) 2010 were 2.75 ma/25 hz/250 microsec/7 sec/0.5 min and 3 ma/60 sec/500 microsec. On (B)(6) 2011, the pt's device was disabled and set to 0 ma/1 hz/130 microsec/7 sec/180 min and 0 ma/7 sec/500 microsec. Last diagnostics available in the clinic notes, performed on an unk date, showed proper device function with dcdc=1 and eri=no. Good faith attempts to gain add'l info on the reported events have been unsuccessful to date.